Event description:
I was experiencing facial and eye swelling; bacterial eye infections, fatigue; severe headache, severe sore throat; body pain to the point it was painful to move; difficulty dressing myself; getting in/out of bed; just moving in general; the facial /eye swelling was very severe and progressively getting worse over a 2-year period. I have been using CPAP for 15 years. During that time I have experienced a variety of symptoms that were determined "unexplained". (B)(6) 2018 I was diagnosed with a sinus infection; (B)(6) 2018 I started getting eye infections. Over the next several months I would experience severe headache, severe sore throat, then my eye would swell to the point I looked like I was in a-boxing match and lost. I would be put on antibiotic and the swelling would decrease but "swelling/puffiness of my eye-upper and lower lids" and my face always was swollen. Doctors would tell me that the bags under my eyes were "my age" and it was an allergy. During this 2+ year time period I went to over 30 doctors trying to figure out what was causing this problem; 12 eye doctors (3 of them ocular plastic surgeons), neurologist, 4 allergists; 4 ent's; rheumatologist; endocrinologists; cardiologists, pulmonologist, dermatologist; infectious disease doctor, 2 dentists. The swelling was getting worse the fall of 2020. I had exhausted all my efforts. Although I did find scientific articles regarding reactions to silicone which is what the mask are made from and also silicone is used "inside" the resmed CPAP machines. In (B)(6) 2020 I decided to stop using the CPAP machine because that was the one thing I did not try and no doctor would admit that could be causing the problem. Within weeks I could see the swelling going from my face and eyes and within a month my body pain was gone. It has taken 6+ months for my body to return to normal. I have lost weight because I don't have air pumped into my body. One doctor told me I was looking like a "chipmunk" because I had gotten to puffy. I will neve return-to using CPAP again. It has been destructive for me. All the symptoms it was suppose to cure were exacerbated for me.